Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction code issue was verified, but the high bg undefined issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was displayed as high. Customer received normal third party assistance and administered manual injection to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.